Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, a system alarm occurred which could not be resolved. A clear fluid leak was observed. The operator made the incorrect connections to perform rinseback of the pt 's blood. This resulted in an estimated 190cc blood loss. No medical intervention was required for the blood loss.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback of the pt's blood as instructed in the user's guide. The user's guide includes adequate instructions for making pt connections and performing rinseback. Prod was not returned for eval as requested. The reported leak cannot be confirmed. The user's guide includes adequate warnings for the operator to periodically check the system for leaks as the cycler may not sense slow leaks and to terminate the treatment if a leak cannot be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.